Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate therapy. Technical services (ts) was consulted, and it was found that multiple inappropriate anti-tachycardia pacing (atp) and shocks were provided. Therapy was exhausted. A delay in anti-tachycardia pacing (atp) delivery was also noted. In addition, reprogramming options for pacing outputs were recommended, as the safety margin was not met. No adverse patient effects were reported. This crt-d remains in service. Additional information indicated that further reprogramming options were performed. No adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, including the physician's last name, but further information was unable to be obtained. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate therapy. Technical services (ts) was consulted, and it was found that multiple inappropriate anti-tachycardia pacing (atp) and shocks were provided. Therapy was exhausted. A delay in anti-tachycardia pacing (atp) delivery was also noted. In addition, reprogramming options for pacing outputs were recommended, as the safety margin was not met. No adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information as the physician's complete name and patient resolution. At this time, no further information is available. Should additional information become available this report will be updated.